Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
In (b)(6 2016, a 25 mm amplatzer cribriform occluder was implanted. In (B)(6) 2016, the patient was seen with no complaints and was feeling fine. Transthoracic echo appeared normal. There was no check for thrombus, as the patient did not have any symptoms. The patient presented on (B)(6) 2016, two weeks following shoulder surgery, with a cool foot. Heparin was administered; however on (B)(6) 2016 the patient experienced a stroke. Per report, the interventional radiologist tried to remove a clot which broke into pieces. Transthoracic echo looked good; although tee showed a mobile left atrial strand. The patient has left sided paralysis and remains on heparin. The patient was reported to be recovering.